Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to constant critical pump error alarm (open book image). Successfully utilized thump to download history files and traces. Critical pump error (open book image) alarm and pump error 40 alarm confirmed in the formatted history file on: 03/01/2023 10:01:00.000, 03/01/2023 10:11:00.000 motorsafetycircuiterror (40) file number: 121. Line number: 525, sw (possible sw). Pump error 40 is the fatal error. This was the reason for the open-book. The cause for the pe40 was the sw. Pump error 53 was confirmed at the adapt error log fault number. Alarm three consecutive alarm triggered by pump error 53 alarm no date and time verify at the adapt. Pump was cut open to perform visual inspection and no moisture damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received battery tube threads - cracked, cracked case and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 40. Critical pump error (open book image) alarm and pump error 40 alarm confirmed due to software error. Confirmed pump error 53 alarm. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported crack on the case of the pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The device was returned for failure analysis.